Event description:
It was reported that during an unspecified procedure, coating from the guide wire was missing. The physician attempted to cross the lesion with the choice pt es j guide wire, however, this attempt was unsuccessful. The guide wire was pulled the wire out and it was noted that some of the coating was missing from the tip of the device. Another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "ok".

Event description:
Reporter alleged that a patient received a result of 324 mg/dl on the inform system compared back to back within 10 minutes of a result of 81 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
A visual inspection of the returned device was performed. It was noted that 5mm of pebax was missing from the middle section of the distal tip. A kink was found 4mm from the distal end of the device and 134.5cm from proximal end of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.